Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: -07.50 device evaluated by manufacturer? No: lens not returned. (B)(4). Conclusions: no conclusion can be drawn: based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1, -07.50 diopter implantable collamer lens in the patient's left eye (os). The lens was implanted and removed on (B)(6) 2015 due to inadequate vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.